Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article (childs nerv syst (2010) 26: 953¿955, doi 10.1007/s00381-010-1139-5) that one patient had a dural tear along the inferior aspect of the craniotomy not extending into the foramen magnum. There was no instance of venous sinus injury or undue bleeding from the burr hole. None of the patients had an infection requiring removal of the bone flap. No additional information was provided during follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was confirmed that there was no additional intervention performed and there were no side effects related to the dural tear. No further information was provided regarding device details.